Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical der received. Patient was revised to address loosening. Loosening occurred at an unknown interface. Cement manufactured by depuy.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not received for examination. Patient medical records were provided and reviewed. From a medical perspective, based on the limited information available, it is not possible to determine if the complaint is product related or the loosening interface. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd (B)(6) 2016: medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, osteolysis, discomfort, swelling/effusions, laxity, and the femoral component was well fixed. The insert and patella are now being reported. The unknown knee component is eing changed to the tibial tray as it was noted to be loose and subsidence was also noted. The loosening interface is still unknown.